Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08715 inches. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer's mother reported via phone call that the customer was hospitalization. The customer¿s blood glucose was 178 mg/dl at the time of the incident. It was reported that they had damage on the back of pump and on the center button. The customer reported that they had damage on the insulin compartment. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.